Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s entire scs system was removed due to an infection at the ipg site.

Event description:
Further follow-up indicates the infection has resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.